Manufacturer narrative:
(B)(6) m2a magnum cup p/n us157858 l/n 783640; m2a magnum modular head; p/n 157452 l/n 168470; m2a magnum taper insert p/n 139264 l/n 540900; lateralized mallory head p/n 11-104209 l/n 456690. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2014-04837, 0001825034-2014-04838, 0001825034-2015-00904, 0001825034-2017-05780. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the insert is damaged. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during revision taper adapter was cold-welded onto the stem and could not be removed. An osteotomy was performed to removed the construct. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 157452, m2a-magnum mod hd sz 52mm, lot 168470; 139264, m2a-magnum 52-60mm tpr insrt-6, lot 540900; us157858, m2a-magnum pf cup 58odx52id, lot 783640. Reported event was confirmed by review of the provided revision op notes. The femoral head was returned and evaluated against the complaint. Visual observation of the head identified damage likely associated with the insertion/removal of the device stated in the complaint description. DHR was reviewed and no discrepancies relevant to the reported event were found review of the complaint history determined that no further action is required. From revision op notes: osteolysis was noted. Fibrinous material, villous tenosynovitis was present when the hip was entered which were sent for culture, histologic examination. The femoral head was still very well fixed. The disc remained cold welded to the titanium component. With the removal of acetabular component, fibrous membrane in cotyloid notch was debrided and a cystic area with supermedial cyst was encountered with loss of cancellus bone. Dislocation was not mentioned as described in complaint description. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.